Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2026, a second mitraclip procedure was performed to treat recurrent mr with a grade of 4+ due to a previously clip detached from one leaflet (single leaflet device attachment/slda) on a patient with thin long, and flat leaflets, large central posterior indentation, and enlarged atrium. A steerable guide catheter (sgc) (60209a1050) mitraclip xt (51223r1073) were prepared for use, were inserted without issues, and grasping was performed. However, a considerable amount of time was spent assessing the viability of a suitable target area to grasp. A good grasp was ultimately achieved, and the clip was deployed on the mitral valve, lateral to previously implanted slda clip, reducing mr to a grade of 2. However, after removing the sgc, a significant right to left shunt was observed. Therefore, an atrial septal defect (asd) closure device was implanted. There was no clinically significant delay in the procedure.